Event description:
It was reported that the anchor was broken in arthroscope. A delay less than 30 minutes was reported. A backup was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 remained on the needle. The condition of the device indicates t1 was dislodged from the needle inadvertently when removing the depth straw. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.